Manufacturer narrative:
Product has not been returned to the manufacturer for evaluation. If product is returned, evaluation will be completed and that final report will be submitted.

Event description:
"Bag ruptured allowing possibility of spreading cancer cells in abdomen." Patient is fine.